Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/28/2013).the patient¿s meter has been returned and evaluated by life scan product analysis on 10/22/2013 and 12/20/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.